Event description:
It was reported to philips that the device could not acquire 12-lead ECG during a patient event. After performing troubleshooting, the crew was eventually able to acquire a 12-lead ECG on the patient. There was no negative patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device could not acquire 12-lead ECG during a patient event. There was no negative patient impact.